Event description:
The inner cannula tip of the arthroscopic shaver broke off in the patients soft tissue. A second shaver was then opened and used, it also broke off at the tip in the patients wrist joint. The surgeon then used a mosquito clamp to retrieve both metal tips. Xray was utilized to verify the metal pieces were retrieved. No harm to patient.